Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR: 2134265-2013-00363. (B)(4) clinical study. It was reported that post a stenting treatment procedure, the patient experienced, chest pain. In (B)(6) 2012, the patient presented with stable angina. The target lesion was 99% stenosed and 20mm in length located in a in-stent restenotic unknown des in the distal left anterior descending (lad) with a reference diameter of 2.8mm. This was treated with pre-dilation and placement of two 2.25 mm x 12 mm and 2.75 mm x 16 mm ion coa stents in an overlapping manner, resulting in 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient experienced chest pain, the etiology was unknown, in january 2013, the patient present with chest pain. The patient was admitted for observation.

Manufacturer narrative:
(B)(6). Device is combination product. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2013, the patient was diagnosed with worsening coronary artery disease and was hospitalized on the same day. The subject was referred for cardiac catheterization. The 99% restenosis in the overlapping area of the previously placed study stents were treated with laser atherectomy and balloon angioplasty, with 9% residual stenosis. During laser atherectomy procedure, the 0.9 mm catheter was unable to advance in the distal vessel due to the bend in vessel. A 1.5 mm apex push monorail balloon was used to dilate the vessel, but still unable to advance the laser. A 2.0 mm x 10 mm flextome monorail cutting balloon also failed to advance. 2.0 x 12 mm nc quantum apex monorail balloon was used to predilate the vessel, still the laser catheter was unable to advance. Later the laser catheter was passed using a grand slam wire as a buddy wire and laser atherectomy was performed. The event was considered resolved without residual effects and the patient was discharged on aspirin and ticagrelor.

Event description:
It was further reported that the in (B)(6) the patient presented with a syncopal episode.